Event description:
Plastic clip on sz 3-5 saw capture broke.

Manufacturer narrative:
Examination of the returned device confirms the cap button component has fractured. Pra 103113978 was held on january 30, 2015 to evaluate patient risk. Based upon the provided information, the team decided there is no additional patient risk. The root cause is design. Depuy warsaw design engineering is currently exploring a new mod cap button design that will be more robust. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.